Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient has not had symptom improvement and confirmed that the patient was feeling light comfortable stimulation in the buttocks area, but stimulation then faded. The patient was assisted with increasing stimulation to 3.4 and the patient commented that they were looking for "increased out put volume." The caller was advised to work with the patient's healthcare provider (hcp) on therapy concerns. A follow-up call from the consumer indicated that the patient's output was less than 50 cc's and on two occasions the patient voided before they were able to make it to the bathroom. The caller also indicated that the patient was unable to get any reading since the patient leaked in the pad. The caller was advised that with retention patients it can take some time before seeing results. An additional follow-up call from the consumer indicated that the patient had been unable to capture any of the urine most of the time because by the time the patient gets to the bathroom they have already gone in the pad and then can't go when on the commode because they have already gone. The patient's husband increased stimulation twice and the patient confirmed feeling comfortable stimulation in the vaginal area at the time of the call. A final call with the patient's husband indicated that the patient was constipated the day before the call which probably gave a negative slant to the trial rating. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.